Event description:
As reported, when using a 5f exoseal vascular closure device (vcd) it was found that the indicator wire guide cover of the blocker could not be pushed to the bottom (the product was received with the plug released and the indicator wire guide cover was not pushed to the bottom). There was no reported patient injury. Hemostasis was achieved through compression. The intended procedure was for an intracranial aneurysm. The procedure used an antegrade approach. There were no visible signs of device/package damage prior to use. The puncture site was the femoral artery, with the vessel diameter verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance or friction experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. No issues were noted when the device was removed, and the plug did not fall out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed or partially out of the shaft and was fully inside the shaft. The indicator wire was not visible when the device was removed, and the indicator window was showing solid black at this time. The indicator window showed red color during retraction. Excess force was needed to fully depress the button. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Based on the additional clarification provided by the submitter, the event does not meet reportability criteria as the plug was not prematurely removed. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Event description:
As reported, when using a 5f exoseal vascular closure device (vcd) it was found that the indicator wire guide cover of the blocker could not be pushed to the bottom (the product was received with the plug released and the indicator wire guide cover was not pushed to the bottom). The delivery rod was inserted into the non-cordis sheath smoothly, but no click was sound. The indicator wire cowling was not pushed all the way to the bottom. Finally, the delivery rod and sheath were removed together. Hemostasis was achieved through manual compression. There was no reported patient injury. The surgeon deployed the plug by a large force outside the patient body. The intended procedure was for an intracranial aneurysm. The procedure used an antegrade approach. There were no visible signs of device/package damage prior to use. The puncture site was the femoral artery, with the vessel diameter verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance or friction experienced as the exoseal vcd was advanced through the sheath. No issues were noted when the device was removed, and the plug did not fall out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed or partially out of the shaft and was fully inside the shaft. The indicator wire was not visible when the device was removed. Excess force was needed to fully depress the button. The device did not deploy prematurely, and there was difficulty encountered in deploying the cowling guard and actuating the deployment lever.